Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and metal cap are detached and not returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone; the outer flow tubing is torn at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, a loss of efficiency was observed at 270845 joules and 30:23 minutes of use. The procedure was completed using an alternative method, turp. Patient outcome: "no damages to the patient".